Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer¿s investigation, the foreign material was identified as silicic acid which was derived from chemicals and cellulose fiber which was used for cellulose cloth or facial masks. Additionally, the foreign material residue point was free from physical damage. The final root cause of the foreign material remaining was unable to be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus requested additional information from the customer on their reprocessing practices. The customer reported the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning. The customer reported that during manual cleaning, there were no abnormalities in the reprocessing accessories, the distal end was wiped with clean lint-free cloths/brushes/sponges. The customer could not identify the source of the foreign material. During visual examination of the device, the reported issue was confirmed: the universal cord protector was damaged. Visual examination also showed the connector cover was dented; the adhesive around the light guide lens had a cloudy area; the adhesive around the objective lens had a cloudy area; the scope connector was dented; the suction cylinder had peeling paint; the adhesive of the bending section cover was chipped, scratched and cracked with a cloudy area; and the suction cylinder was sheared. Examination also showed the following components were scratched: the switch box; the plastic distal end cover; the universal cord; the image guide protector; the connector cover; and the connecting tube. Functional testing showed that the device did not meet with insulation resistance specifications because the adhesive around the bending section cover was peeling. In addition, the up/down directional knob had excess play and the bending angle in the up direction did not meet with specifications. Both directional issues were caused by a worn angle wire. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. The foreign material on the scope could not be specified and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material on the scope could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope had a tear on the universal cord protector. The device was returned to olympus for evaluation. During evaluation, foreign material was found at the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.